Event description:
It was reported that stitching stand hydraulics does not lower the platform easily, it falls down hard. The device was in use and there was no harm to the patient or user.

Manufacturer narrative:
Int. Ref: (B)(4). Field service engineer (fse) performed analysis, and the stitching stand's hydraulics are not lowering the platform smoothly, causing it to fall hard, and the issue has been traced to the gas springs associated with the footboard. It was confirmed that the gas springs in the patient support are functioning correctly after fixing it. However, the customer would like to replace the gas springs in the footboard to determine if this will improve the lowering mechanism. Replacement gas springs will be ordered, and once installed, the stand will be tested to ensure smoother operation.